Event description:
Reporter alleged obtaining a discrepant blood glucose result of 376 mg/dl back to back with a result of 156 mg/dl on the compact system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.